Event description:
Event description cpi received information that this implantable pulse generator (ipg) system exhibited intermittent no output in the ventricular channel. An invasive procedure was performed to analyze the system. During the invasive procedure this bipolar lead (4244) was removed because it had dislodged after being implanted only two days. The lead was replaced with another bipolar lead (4244). The ipg was also explanted and replaced with another model 1230. The physician's manual 352527-003c, page 15, lists displacement as an adverse effect.